Manufacturer narrative:
This is not an implantable device. (B)(6). Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that before the implantation of an intraocular lens (iol), the surgeon noticed that the cartridge's tip was slightly deformed. However, the surgeon decided to use the cartridge and implanted the lens safely. No patient injury reported. The cartridge was discarded by the customer. No further information was provided. Five cartridge's tips were reported deformed therefore five mdrs will be submitted. This is 4 of 5